Event description:
Hosp began evaluating the testosterone assay on the roche elecsys 2010. Pt comparisons showed a negative bias when compared to current method. The reference range also revealed a lower range than what was in the roche reagent insert. Roche was contacted and they informed rptr that the assay was in the process of being restandardized. Apparently, male samples can read as much as 50% lower due to a cross-reactivity problem with de-hydro-epi-androsterone sulfate.